Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a expo diagnostic catheter. The hub, shaft, and tip were visually and microscopically examined. Inspection of the device revealed that the device was received and fractured/separated in three (3) sections appear to be greater than 20cm. The majority of the shaft (of all sections) was noticed to be stretched/necked down. The middle and distal portions of the shaft had numerous kinks. It was not possible to get measurements for the damage and separations, due to the shaft being stretched/ necked down. The damage to the separated ends, aligned and matched up with the tip still attached to the returned distal portion. However, due to not being able to measure the returned device, it was not able to confirm if all the portions were returned. The separated ends were rough and jagged. The appearance of the stretched/necked down shaft and separated ends, indicate that the damage was due to force being applied to the device during removal, causing the shaft to stretch and eventually separate. An attempt to remove the wire was made, but due to the damage the wire was not able to be removed from the shaft.

Event description:
It was reported that shaft break occurred. The tortuous lesion was located at radial artery. An expo diagnostic catheter was advanced in a pseudoaneurysm patient. During removal, it was reported that the device was kink. Then, the middle catheter was stuck then broke into several pieces and were unable to retrieve. Subsequently, the device was pulled manually with sheath together as one unit. The procedure was completed with another of the same device. The device removed from the patient fractured post procedure. The patient was stable but felt pain in the arm. The patient fully recovered.